Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial supplemental, additional information is being added. It was reported that a missing wire occurred. The sensor was inserted into the arm on 04-02-2024. Product has been received but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3004753838-2024-110537-02 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire missing occurred. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional information, d4 model no - correction, d4 serial no - correction, d4 primary UDI number - correction, g3 date received by mfg - additional information, g6 type of report - updated/follow-up, h2 type of follow up - additional information/correction, h6 type of investigation - correction, h10 corrected data.